Event description:
Customer reports seeing a 6 in the middle of the screen while using the compact plus gt system. Customer was not aware of missing/darkened segments; just that the 6 was in the center of the screen. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.